Event description:
Caller stated that he was implanted with a medtronic nerve stimulator interstim icon model 3037 patient programmer used by patient to control model 3058 or 3023 nerve stimulator. The stimulator connects patient sacrum nerve with the brain to prevent patient from frequent urination. Caller stated the device is a health hazard because it gives inappropriate electric shocks that his motion cannot go in the right direction. He suffered severe pain, insomnia, loss of appetite, and hutch back. The device was explanted by the same hospital that implanted it; (B)(6) on (B)(6) 2016. Pathology report diagnosed patient as having foreign body giant cell reaction with inflammation.